Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no auditory tone function. The distributor stated that vibratory function was present. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged absence of auditory tone alarm remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2013animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: confirmed no auditory sound during start up. All auditory alarm settings were set to ¿high¿ setting and tested. There was no sound during testing. The cover was removed to investigate and observed a cracked solder on a component of the audio device.